Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6. As reported, a 5f mynx control vascular closure device (vcd) was deployed, however the physician noted that the non-cordis sheath did not retract as far as expected before the indicator aligned; indicating that the deployment was ready. The procedure was completed, and the patient was transferred. The patient later complained of having pain, and the patient was kept overnight and was brought back to the procedure room the next day. A photo was taken, which appears to show that the sealant was partially inside the vessel. The surgeon assumed it was a clot. Balloon angioplasty with a powerflex pro was attempted on the perceived clot, which potentially embolized the sealant as the patient shortly thereafter began experiencing severe leg pain. A computed tomography scan revealed that the profunda was compromised. The surgeon was able to surgically retrieve what was assumed to be the sealant. The patient was kept overnight for observation, however quickly deteriorated. A day or two after the event occurred, a thrombolytic catheter was inserted, and lysis was performed. The patient had lysis overnight and expired sometime after that. The patient had history of several unknown comorbidities. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx device was prepped per the IFU and no difficulty was noted. The storage of the device did not exceed 25 °c and was room temperature. The device was removed from the package by the handle. The deployer is mynx certified. The mynx vcd was used after a diagnostic procedure with potential fix for claudication. Fluoroscopy shots of the femoral artery were taken prior to deploying the mynx and the vessel looked clean and disease free. A 5f non-cordis sheath was used for the procedure. The vessel diameter was not verified to be greater than 5mm. The vessel was not tortuous. There was no presence of pvd/calcium at or near the puncture site. The was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no resistance noted nor excessive force when shuttling down. The button was depressed all the way down. No damage was noted to the button. The tension indicator displayed a ¿clock symbol¿ after button # 1 was depressed. There were no issues noted during balloon retraction/button #2 step. There was no damage noted to the sealant sleeves after removal. The sealant did not prematurely deploy. It deployed when the indicator said it was ready. It is possible the balloon was hung up on a patch from a previous femoral endarterectomy that was not known by the physician at the time, nor was it seen under fluoroscopy. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved as expected. No bleeding or pulsatile flow was not observed immediately after removing the device. There were no kinks in the sheath after removal from the patient. The product was not returned for analysis. A product history record (phr) review of lot f2111601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular) and embolism¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. With the limited information provided a relationship between the reported patient death and the device could not be established. It was noted that the patient had a history of several unknown comorbidities. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2111601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was deployed, however the physician noted that the non-cordis sheath did not retract as far as expected before the indicator aligned; indicating that the deployment was ready. The procedure was completed, and the patient was transferred. He patient later complained of having pain, and the patient was kept overnight and was brought back to the procedure room the next day. A photo was taken (attached), which appears to show that the sealant was partially inside the vessel. The surgeon assumed it was a clot. Balloon angioplasty powerflex pro with a was attempted on the perceived clot, which potentially embolized the sealant as the patient shortly thereafter began experiencing severe leg pain. CT-scan revealed that the profunda was compromised. The surgeon was able to surgically retrieve what was assumed to be the sealant. The patient was kept overnight for observation, however quickly deteriorated. A day or two after the event occurred, a thrombolytic catheter was inserted and performed lysis. The patient had lysis overnight and expired. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx device was prepped per the IFU and no difficulty was noted. The storage of the device did not exceed 25 °c and was room temperature. The device was removed from the package by the handle. The deployer is mynx certified. The mynx vcd was used after a diagnostic procedure with potential fix for claudication. The patient had history of several unknown comorbidities. The patient had a previous femoral endarterectomy. Fluoroscopy shots of the femoral artery were taken prior to deploying the mynx and the vessel looked clean and disease free. A 5f non-cordis sheath was used for the procedure. The vessel diameter was not verified to be greater than 5mm. The vessel was not tortuous. There was no presence of pvd/calcium at or near the puncture site. The was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no resistance noted nor excessive force when shuttling down. The button was depressed all the way down. No damage was noted to the button. The tension indicator displayed a ¿clock symbol¿ after button # 1 was depressed. There were no issues noted during balloon retraction/button #2 step. There was no damage noted to the sealant sleeves after removal. The sealant did not prematurely deploy. It deployed when the indicator said it was ready. It is possible the balloon was hung up on a patch from a previous femoral endarterectomy that was not known by the physician at the time, nor was it seen under fluoroscopy. Fingertip compression was maintained on the skin during removal of the device. Hemostasis was achieved as expected. No bleeding or pulsatile flow was not observed immediately after removing the device. There were no kinks in the sheath after removal from the patient. The device will not be returned for evaluation. The photo available for review is of the left side of the patient.